Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (B)(6). Implanted: (B)(6) 2014, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer's representative (rep). It was reported that the cause of the ability to aspirate only approximately 0.2 ml was not determined. A back table prime was performed as the hcp did not want to revise the catheter as the patient had been getting therapy prior to the replacement. It was confirmed that the catheter was still in use.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2 mg/day) via an implanted pump. It was reported that the patient has having a routine pump replacement procedure for normal eri (elective replacement indicator) battery longevity. During the procedure, when the catheter was disconnected from the pump, there was some tissue in the pump connector. The physician cleared that out and attempted to aspirate the catheter from the cap (catheter access port) and from the catheter alone and was only able to get approximately 0.2 ml aspirated. The physician was concerned about this. There had been no therapy issues or volume discrepancies prior to the replacement procedure.